Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) regarding encountering repeated error 31199. Prior to calling tse, the customer had already performed a power cycle with no change. The tse walked the customer through a hard power cycle of the da vinci system, and the system powered up normally. According to the customer, after the power cycle error 31199 returned 30 minutes afterwards. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform where the fiber test was found to be failing on the clock spring, replicating the reported event. Once testing was completed, the clock spring fiber was tested and verified to be the source of the fault. As a result of this investigation, fa has concluded that the clock spring fiber was found to be the probable root cause of the reported event.